Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down on its own before surgery. An alternate system was used to proceed with the case.

Manufacturer narrative:
The system was examined. The company representative was able to confirm but not replicate the reported event. The power supply was replaced to resolve. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. As no problem was found with the system, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).